Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The returned ipg passed all testing and exhibited normal device characteristics. With all the available information, boston scientific concludes that the analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. These factors are known to contribute to charging difficulty when users don't follow the instructions for use IFU. Therefore, this investigation will be assigned a probable cause of failure to follow instructions. The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger ipg alignment while charging.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.